Event description:
The customer reported via phone call that emergency medical services were dispatched at home due to low blood glucose level and unconsciousness on (B)(6) 2021. Customer¿s blood glucose level at the time of emergency medical services dispatch was 396 mg/dl and customer's current blood glucose was 131 mg/dl. Customer was unconscious and the they called paramedics. The customer was treated with intravenous glucose for low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.